Event description:
Reportedly, the balloon came off in the artery while attempting a thrombectomy of a left arm-av fistula. The balloon was successfully retrieved using a larger fogarty catheter. No pt complications were reported as a result of this event.